Manufacturer narrative:
Correction: h6 (fdc/annex d). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient began bleeding after the posterior wall of the right atrium was perforated. The physician attempted to retrieve the leads from the device. A piece of the sheath or catheter broke off. Clot then developed around this material and resulted in bleeding into the pericardial cavity. This is when the pericardial effusion was noted. After the drain was placed, the rv cavity dilated and the lv collapsed. The patient's blood pressure dropped requiring pressor support. The patient was then placed on ECMO. Blood clots were then found in "the left ventricular cavity and all four chambers of the heart contained blood clots."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high threshold on the right atrial (ra) lead. During the ra lead replacement procedure, the right ventricular (rv) lead was electively/prophylactically replaced and a previously capped rv lead was also explanted. After the leads were explanted, the patient¿s pressures began to decrease. The physician thought it was due to a small 1 cm effusion in the heart. A pericardiocentesis was performed, as which point the patient went into ventricular fibrillation (vf). Cardiopulmonary resuscitation (CPR) was started, and multiple external shocks were delivered to restore normal sinus rhythm. During this time, the cardiovascular surgery team was called and began to get the patient on extracorporeal membrane oxygenation (ECMO) to transfer to the operating room. At this point, multiple clots were noticed, via echocardiogram, forming in the left atrium and left ventricle. CPR continued and the patient continued to have vf. The decision was made to stop all life saving measures and the patient passed away.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2007 419378 lead implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.